Event description:
Customer reported she has changed the reservoir several times because she has been getting a no delivery alarm. Customer's blood glucose was 283 mg/dl. Fixed prime was performed and insulin did exit. Customer was unable to remove the site. Customer was advised there might be a possible occlusion on the site and to change the infusion set as soon as possible. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.